Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock occurred while the device sensing vector was programmed to the primary vector. Technical services discussed electrograms with the caller. The sensing vector is now programmed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.